Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Tests were performed and, after the analysis did not identify problems with the product. Its functionality is as expected.

Event description:
(B)(6) ¿ the dentist reported that he had to remove the dental implant during its installation surgery because the connection got stuck into the implant.